Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 66-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. It was reported that the patient expired from severe bleeding before the pump entered the left ventricle (lv). A post-mortem computed tomography (CT) scan revealed that the patient experienced hypovolemic shock after severe abdominal bleeding, originated from the liver. It was assumed that the guidewire/pigtail catheter entered the hepatic artery and caused the bleeding. The impella is being reported for death; which was caused by hypovolemic shock during the procedure.